Event description:
It was reported that during a ptca/stent procedure, multiple devices were advanced over the guide wire and a stent was successfully deployed. The tip of the guide wire was then noted to be prolapsed; "ivus" was performed and the guide wire was removed. This report is being filed as a malfunction MDR due to the product evaluation results.